Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported there was a speaker malfunction error message on monitor. It was noted that despite the error message, the speaker did not produce sound. No adverse event or patient harm as reported.